Event description:
A customer called roche diagnostics and reported that in 2009, he experienced a hypoglycemic event. He states that his one-touch blood glucose meter gave a reading of 445 mg/dl at 7:30 pm. Based on his sliding scale, he took 15 units of novolog. At an unspecified time afterward, the pt passed out. A friend found him and took consecutive blood glucose readings of 29, 28, and 29 mg/dl. He was provided treatment from a glucagon pen and spoonful of sugar. Paramedics were called and, upon arrival, took a reading of 30 mg/dl. No further treatment was provided and the pt recovered. The paramedics left once the pt's readings exceeded 50 mg/dl. No add'l info was provided regarding this incident. The one-touch blood glucose monitor mentioned in this event is not manufactured or imported by our firm.